Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was noted that the pacemaker was in emergency vvi mode. The device was restored to normal settings. After restoring the device to normal settings, the device exhibited a diagnostics anomaly and displayed a false elevated current drain estimate. No further intervention was reported. No further information regarding patient condition but the patient will continue to be monitored.